Manufacturer narrative:
Batch record review of lot a708 was conducted. There were no non conformances associated with this lot. Lot met release requirements. Complaint lot review conducted and no additional complaints for centrifuge bowl leak were reported to date for this lot. No trends detected. Service order (B)(4): service engineer observed that the bottom of the bowl was still strongly attached on centrifuge bottom. Two screws (right) from centrifuge were tight. Service engineer dismantled the pump and released centrifuge with top screws and cleaned it from blood. Cover was damaged too, so new cover kit was installed. Repairs returned this instrument to expected operation. All required documentation was given to the customer. The assessment is based on information available at the time of the investigation. No product return was received from the customer for investigation. The root cause for this complaint cannot be determine based solely on the information provided by the customer. (B)(4).

Event description:
Customer called to report bowl leak that occurred in the centrifuge during a treatment procedure. Name and function of complainant: same as reporter. Customer called to report that during buffy coat in the first cycle, the bowl got damaged and was split into 3 parts. All blood went into centrifuge and absorption bag. The bottom of the bowl remained stuck in the centrifuge; customer isn't able to get it out. Patient is feeling well. Patient blood volume lost was max 200 ml. Service order (B)(4) was dispatched to service serial number (B)(4). Customer did not return product for investigation.